Event description:
Hcp stated pt experienced return of severe pain at the time of the event-no drug withdrawal symptoms. Pt was started on other medication to cover pain. Pt had repeated problems with the device system-catheter migration and breakage. The catheter was revised and pt still was not satisfied with pain coverage so the pump was shut off for 8 weeks prior to explant. Pt elected to have pump removed as was more satisfied with other methods of pain control.